Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer wears pump against the skin. System check was performed with tandem technical support and the cause could not be determined. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 167 mg/dl.